Manufacturer narrative:
H10: the reported complaint was confirmed based on the image returned with the complaint. No product was returned for investigation; however, an image was provided with the complaint that shows a pressure tubing separation between the 48" cvp line and the male luer attached to the distal stopcock. Without the return of the used sample a comprehensive evaluation cannot be completed and a probable cause cannot be determined. A lot history review was completed on lot # 3998649 and no non-conformances were noted that would have lead to the reported complaint.

Manufacturer narrative:
The device was discarded and is unavailable for investigation.

Event description:
The event involved a transpac® IV trifurcated monitoring kit 60", 3 disposable transducers, 3 03 ml squeeze flush devices, macrodrip (polemount) unbonded that the customer reported the stopcock broke off, not disconnected, from the central venous pressure (cvp) line. The event occurred in the heart and vascular intensive care unit (hvicu). The patient had blood down her side and back which was traced back to the cvp line. There was patient involvement, however no harm, no adverse event, and no delay in critical therapy.